Manufacturer narrative:
Evaluation summary: a customer reported glaucoma filtration device to be dropped into the eye. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The surgeon was unwilling to provide further information. The manufacturer internal reference number is: (B)(4).

Event description:
During a glaucoma implantable filtration device (gfd) surgery a surgeon reported the shunt to dropped into the eye. The shunt was then removed. No reported patient harm.